Manufacturer narrative:
Date rec'd by MFR: 31may2019. The manufacturer¿s international service technician could not confirm the reported oxygen not available issue. The manufacturer¿s international service technician performed the pressure accuracy test and flow volume accuracy test, the unit was determined to be normal. Since periodic maintenance was canceled by the customer, the unit will be returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ''oxygen not available'' alarm occurred.there was no patient involvement.